Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of rf bad data and leaks from the reservoir of the insulin pump. The customer's blood glucose was around 300 mg/dl. The customer stated that the insulin from the reservoir leaked inside the pump. The customer stated that they noticed the problem after reaching very high blood sugar levels. The customer stated that it was not the first time the insulin leaked inside the pump.